Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - envision ide study, (B)(6) (B)(4). It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant. The anatomy of the patient was: mean aortic annulus diameter of 26.8mm, mean aortic annulus area of 524.7mm2, mean aortic annulus perimeter of 82.5mm, minimum annulus diameter of 24.1mm, and a maximum annulus diameter of 29.5mm. During the procedure, before the device made contact, the patient went into left bundle branch block. A pre-bav was performed with a 25mm non-abbott balloon. The device was successfully implanted 4.01 from the non-coronary cusp (ncc) and 4.41 from the left coronary cusp (lcc), with respect to the ventricular end of the frame. Post-procedure, the patient was noted to have first degree heart block. The patient also started having chest pain immediately after procedure, which resolved with nitroglycerin. There was no evidence of acute pulmonary process and or pericardial effusion. A tte was performed and showed that the valve was functioning normally, with no paravalvular regurgitation. The following day, the patient's troponin level was 23.1ng/ml and was experiencing chest pain again. A myocardial infarction was noted and a pci stent was placed. The patient is doing well.

Manufacturer narrative:
An event of first degree heart block, chest pain and myocardial infarction was reported post navitor implant procedure. Reportedly, the following day the patient's troponin level was 23.1ng/ml and was experiencing chest pain again. Information from the field indicated that during the procedure before the device made contact the patient went into left bundle branch block. Field also indicated that a pre-bav was performed and the device was successfully implanted at depth of 4.01 from the non-coronary cusp, deeper than optimal 3 mm depth. The device remains implanted and will not be returned to abbott. Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible that the procedural (implant depth) may have contributed to the reported heart block. The reported patient effects of angina and myocardial infraction appear to be cascading effects of heart block. The reported surgical intervention was due to a pci stent placement. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
(B)(4) - envision ide study, (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant. The anatomy of the patient was: mean aortic annulus diameter of 26.8mm, mean aortic annulus area of 524.7mm^2, mean aortic annulus perimeter of 82.5mm, minimum annulus diameter of 24.1mm, and a maximum annulus diameter of 29.5mm. During the procedure, before the device made contact, the patient went into left bundle branch block. A pre-bav was performed with a 25mm non-abbott balloon. The device was successfully implanted 4.01 from the non-coronary cusp (ncc) and 4.41 from the left coronary cusp (lcc), with respect to the ventricular end of the frame. Post-procedure, the patient was noted to have first degree heart block. The patient also started having chest pain immediately after procedure, which resolved with nitroglycerin. There was no evidence of acute pulmonary process and or pericardial effusion. A tte was performed and showed that the valve was functioning normally, with no paravalvular regurgitation. The following day, the patient's troponin level was 23.1ng/ml and was experiencing chest pain again. A myocardial infarction was noted and a pci stent was placed. The patient is doing well.